Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: e1- initial reporter information corrected.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the remaining portion of lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number 1627487-2026-00160], the t12 lead fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.